Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2023-04464 was provided in sections b2, b5, d6a, d6b, h1, and h6.

Event description:
Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The filed lt log was reviewed and a motor current spike which is indicative of ingested biomaterial occurred 17 hours into the run and then pump flow became saturated with no pulsatility. The returned pump was visually inspected and no abnormalities were observed. The pump was connected to an aic and placement signal was normal. The pump was run on p9 and pump flow was within specification at 4.9 l/min with suction. Marks in the cannula surface and delaminated nitinol were observed. The pump was torn down and biomaterial was observed in the purge gap. The biomaterial was likely pulled in when the pump was in contact with the mitral valve. The cause of the saturated flow was biomaterial in the purge gap. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility in japan reported a 73-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported a suspected positioning issue observed by motor current waveform abnormality during support. The patient ultimately expired, however, there was no allegation the impella was a causal/contributory factor in the patient's out come.